Event description:
It was reported that the patient received inappropriate shocks due to oversensing during atrial fibrillation (af) with rapid ventricular response (rvr). The electrogram showed intermittent t-wave oversensing (twos) on the right ventricular (rv) lead post ventricular sensing. Double counting of r waves was also observed. It was noted that the r wave amplitude was low and there was an increase in short interval counts (sic). No action was taken and the device and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 447052 competitor implantable pacing lead (B)(6) 2004. (B)(4).